Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The programming and histories on the pump were accurate. However, the time on the pump was off by one hour. A lead screw test was completed and passed. It was indicated that the customer has scar tissue. Instructed the customer to change the site and use manual injections per md protocol.